Manufacturer narrative:
The facility biomed tech called the company tech support specialist (tss) to assist with troubleshooting. The tss assisted the facility biomed tech complete a copy backup of the system settings to this system. The facility biomed tech believed the issue was related to operator error due to the customer pushing the wrong button. Upon restoring the system from backup, service was canceled per the customer's request. There was no sample returned for eval and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Per the customer, the root cause was likely related to user error due to pushing the wrong button. (B)(4).

Event description:
A biomedical engineer reported the system's memory was lost during a procedure. Following a 30 minute delay, an alternate system was used to completed the procedure with no harm to the pt. Additional information was received from the biomedical engineer reporting that this event may have been caused by an operator error.